Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1: initial reporter facility name: (B)(6). There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g4. PMA / 510(k)#: k213670, k231373. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there was 1 tube with abnormal additive-white floccules. No impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The visual examination of these photos revealed embedded foreign material in the tube, characterized by white specks in the sidewall and bottom of the tube. This embedded foreign material is isolated from any specimen, indicating it is a cosmetic defect. The product has an expiry date of 28 feb 2025. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, there was 1 tube with abnormal additive-white floccules. No impact was reported regarding the patient or user.